Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the touch screen became unresponsive when connecting to an external monitor. The touch screen became functional again after disconnecting from the external monitor. Sometimes the programmer needed to be rebooted for the touch screen to work correctly. No adverse patient effects were reported. The programmer remained in service.